Manufacturer narrative:
The manufacturer previously reported an incorrect date in section b.4 as 8/26/2021. The correct date for section b.5 should be 8/27/2021.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A correction to b5 was made and should be ; the manufacturer previously received information alleging fatigue,headache,stomach ache,bad coughing related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. After the final attempt to have the device and components returned for evaluation, customer declined to respond to the gfe related questions and terminated the call. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this follow up report will be filed. Corrected information was provided in section h6 (health effect). Section h6 updated in this report.

Manufacturer narrative:
The manufacturer previously reported an allegation related to sound abatement foam. The end user indicated ozone or other unapproved cleaning and disinfection method was used. This action was reported to FDA per 21 cf1 part 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received on may 02, 2024, and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging fatigue,headache,stomach ache,bad coughing related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Additional information was received about the alleged nose irritation, skin irritation and lung disease. The sections b1, b2, h1, and h6 have been updated or corrected in this report as follows: section b1 was corrected for adverse events (the product problem was checked in the previous MDR.)  Section b2 was corrected to other serious or important medical events. (Previously, it was blank.)  Section h1 was changed from malfunction to serious injury.  Section h6 health effects: clinical codes and health effects - impact code was updated.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.